Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. An opticross peripheral catheter was used for ultrasound examination of the target lesion. There was no problem with the image during preparation; however, during insertion, the image disappeared. It was noted that the air was not cleared out when flushing was performed during preparation. The procedure was completed using another of same device, and no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name- (B)(6) hospital.